Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch verioiq meter was having a battery charging issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013, at 8:30am. The patient reported taking oral medications with diet and exercise to manage his diabetes. The patient reported taking 2 pills, "125mg and 110mg" every morning and evening, but was unable to recall what the type of medication was. The patient reported making no changes to his usual diet, activity level or medications the day of the alleged issue. The patient reported on (B)(6) 2013, at 2pm, he had symptoms of "high diabetes." The patient reported on (B)(6) 2013, he was seen in a doctor's office and a blood glucose reading of "400mg/dl" was obtained. The patient reported he did not receive any further treatment for diabetes during this visit. At the time of troubleshooting, the cca confirmed there was no misuse of the subject meter and it was not the first time the meter had been used. When the power button was pressed the meter did not turn on. When a new test strip was inserted, the meter did not turn on. The patient was found to be using the correct testing steps and the correct test strips. Replacement products were sent to the patient. This complaint is being reported as an adverse event since the patient claims due to the alleged issue, he was unable to test on the subject meter and developed symptoms suggestive of hyperglycemia.